Manufacturer narrative:
Patient information was not provided. Report source: quality systems specialist iii no device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had a channel error during transport. The team restarted the units and the units came back on and worked with no further issues. There was no injury to the patient.